Event description:
It was reported that the representative was calling to check why there were 2 dates of elective replacement indicator (eri) by this pacemaker system. Boston scientific technical services (ts) explained that elective replacement indicator (eri) was reached then recovered. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device replacement was suggested; this patient has been scheduled for replacement procedure. After additional analysis, it was found that there were multiple episodes with noise on the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in oversensing and pacing inhibition. To date, this lead remains in service. No adverse patient effects were reported. According to additional information, this lead was surgically abandoned and replaced with a new lead from a different manufacturer in the left bundle branch according to physician's discretion. No additional adverse patient effects were reported. According to additional information, prior to revision procedure, this lead exhibited insulation damage.

Event description:
It was reported that the representative was calling to check why there were 2 dates of elective replacement indicator (eri) by this pacemaker system. Boston scientific technical services (ts) explained that elective replacement indicator (eri) was reached then recovered. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device replacement was suggested; this patient has been scheduled for replacement procedure. After additional analysis, it was found that there were multiple episodes with noise on the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in oversensing and pacing inhibition. To date, this lead remains in service. No adverse patient effects were reported. According to additional information, this lead was surgically abandoned and replaced with a new lead from a different manufacturer in the left bundle branch according to physician's discretion. No additional adverse patient effects were reported.

Event description:
It was reported that the representative was calling to check why there were 2 dates of elective replacement indicator (eri) by this pacemaker system. Boston scientific technical services (ts) explained that elective replacement indicator (eri) was reached then recovered. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device replacement was suggested; this patient has been scheduled for replacement procedure. After additional analysis, it was found that there were multiple episodes with noise on the right atrial (ra) lead and right ventricular (rv) lead channels which resulted in oversensing and pacing inhibition. To date, this lead remains in service. No adverse patient effects were reported.